Event description:
A caregiver (cg) contacted global technical services requesting assistance to end therapy during dwell 8 of 8 on the homechoice (hc) machine. The cg stated the patient disconnected to use the restroom; however, didn't put a flexicap on the end of the patient line. The cg requested to end the therapy. The technical service representative (tsr) assisted the cg to end therapy and advised the cg to inform the nurse of the event. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a patient disconnecting and not capping the patient line. The report was not confirmed. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was user error/mis-use. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.